Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient lost stimulation coverage due to high impedance found in the paddle lead. The patient underwent a paddle lead explant procedure. The explanted paddle lead was discarded.